Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. They were unable to perform the displacement test due to the no button response. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the buttons were not working on the insulin pump. Customer was trying to bolus while eating and when she pushed the act button, nothing happened and the light would not come on. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.